Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed an itchy irritation and lesions underneath the lifevest garment. The patient's physician prescribed an antihistamine therapy for the irritation and dexeryl was applied to the patient's lesions. During a follow-up the patient reported that the irritation had improved.